Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. The patient's legal fact sheet alleges the patient experienced infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the medical records provided do not include any information post implant of the flat mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was previously diagnosed with incomplete uterovaginal prolapse, grade 3 to 4 and stress urinary incontinence. The patient underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy, followed by an abdominal sacral colpopexy with implant of a bard davol flat mesh, marshall-marchetti-krantz cystourethropexy and suprapubic catheter placement. Medical records indicate the "marlex mesh was then stretched from the vaginal cuff to the sacrum. The mesh (davol flat) was split and secured with 6 hitch stitches of 2-0 silk posteriorly and 5 hitch stitches of 2-0 silk anteriorly through the vaginal mucosa. The mesh (davol flat) was then stretched to the sacrum." The patient's legal fact sheet alleges the patient experienced pain, infection, prolapse, urinary and bowel problems, recurrence and dyspareunia.